Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous patient results due to erroneous anion gaps (agap) which includes sodium (na), chloride (cl), potassium (k) and carbon dioxide (co2). The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced the reference valve, peri pump roller tubing, and ise (ion selective electrode) mix motor to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).